Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for incontinence. The patient stated that they were going to the bathroom a lot, using multiple pads, and was not feeling their stimulation for the 10 days prior to the report, starting on (B)(6) 2016. It was added that the therapy was on. The patient further stated that they started a diet that had them drink a lot of water. It was noted that the situation was resolved. The patient programmer (pp) was used to adjust stimulation from p1 at 1.1 volts to 1.3 volts and the patient felt stimulation. On (B)(6) 2016, the patient reported that their going to the bathroom a lot more issue had been reduced significantly, for the most part. They further stated that there were no more night bathroom visits. It was added that if the patient increased their fluid intake to 64 ounces or more and they got temporarily stressed out, then the number of bathroom visits and pads used in a day with some accidents increased a great deal. They said that adjusting the control unit up helps, but they also had to decrease the fluids and resolve the stress as well. They had not determined which affected the improved outcome more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.